Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a left ventricular lead. During the procedure a guidewire became stuck in the tip of the lead and could not be removed. The lead was explanted and replaced, and there were no adverse consequences to the patient.